Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following full release of this transcatheter bioprosthetic valve into a patient with heavily calcified aortic and annular calcification, the valve dislodged. It was reported the heavy calcification contributed to the valve dislodging. A second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.